Event description:
The manufacturer received information that a trilogy ev300 ventilator failed testing during device evaluation. There was no patient involvement, and harm or injury reported. During the device evaluation the unit failed pre-test for active exhalation verification. The 3-way solenoid and proportional valves required replacement to address the testing failure. After component replacement, the device passed final testing and was confirmed to operate properly. The system meets the specification for the performed service and is returned to use.